Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 124 to 145 mg/dl. Testing performed twice daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on 07/01/2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is 06/01/2015. Recall test results performed fasting from meter memory (meter date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product returned, but evaluation is pending.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 124 to 145 mg/dl. Testing performed twice daily. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (meter date / time not set). Adverse event not reported.